Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of the device not spinning could not be confirmed. However, during service and repair, device failures were found, but were not related to the reported event. If additional info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device did not spin. The device was being used during surgery. No injuries were reported. It is unk if med intervention occurred. No additional info was provided.